Event description:
Vns pt was hospitalized, because he had experiencd 5 grand mal seizures. The pt was reportedly seizure-free for six months prior to the event and only experienced 1-2 grand mal seizures every 3-4 months prior to vns implant. Further follow-up revealed that the pt's increase in seizure activity has ceased. Both normal mode and magnet mode outputs currents were increased to 1.5ma. There were no medication changes or environmental stimuli that could have prompted the increase in seizure activity and device diagnostic testing was within normal limits, indicating proper device function. Treating physician indicated that potential seizure triggers had been identified but did not elaborate on what those triggers were. Treating phsyician does not feel that the increase in seizure activity was related to the vns therapy. The most likely cause of the increase in seizure activity is inadequate settings because the seizures resolved after parameter changes.